Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This medwatch report was initially submitted on 9/23/2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket (B)(4) for additional details. Additional product codes: hrs. Reporter is a j&j sales representative. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the va lockscr ø2.7 head 2.4 self-tap l18 ta. A dimensional inspection was performed for the va lockscr ø2.7 head 2.4 self-tap l18 ta and met specifications. A functional test was unable to be performed due to screwdriver was not received to assess the connection. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the va lockscr ø2.7 head 2.4 self-tap l18 ta would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part #: 04.211.018s, lot #: 8l96664, manufacturing site: (B)(4), release to warehouse date: 12 jan2022, expiration date: 01 jan2032, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part #: 04.211.018, non-sterile lot #: 570p505, manufacturing site: (B)(4), release to warehouse date: 21 dec2021, supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery for hallux valgus with the screw in question. During the surgery, the connection between the screw head and screwdriver tip was bad, and there was a feeling that the screw immediately came off. The surgeon gave up inserting the screw. Another similar screw was inserted successfully with the screwdriver. The surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. No further information is available. This report involves one 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm. This is report 1 of 1 for (B)(4).